Manufacturer narrative:
The cause of the reported issue was due to the infusion set. Tandem does not manufacture infusion sets. Should new relevant information become available, a supplemental report will be submitted. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a "bad" infusion set site which caused the customer to become hospitalized due to diabetic ketoacidosis. No additional information was provided. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the issue and the type of infusion set; however, the customer did not respond.